Manufacturer narrative:
The part number of the 21g flexision biopsy needle was 490103-10 and lot number is lnn23010.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The patient had dyspnea. The physician thought that the pneumothorax might have occurred during the procedure but was not discovered until after the procedure. The pneumothorax size was large, and it did not grow bigger. A chest tube was inserted, and the patient was placed under observation. The target lesion was in the right lower lobe, superior segment, attached to the pleura and about 1.7 centimeters in size. The cause of the pneumothorax was attributed to the nature of the lesion and the use of forceps instrument for biopsy. A 21 g flexision biopsy needle was used and the sheath came out with the needle. The physician believe that the pneumothorax would have likely occurred via another modality. The patient is currently discharged home.